Event description:
Implant failed due to part/interface does not fit/align. Additional information has been received by the customer. The defect type has been updated to reflect the new information. The implant has failed due to a lack of primary stability.

Manufacturer narrative:
Additional information has been received by the customer. The defect type has been updated to reflect the new information. The implant has failed due to a lack of primary stability.

Event description:
Implant failed due to part/interface does not fit/align.